Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 450cc mentor breast implant and experienced left sided rupture and surgical intervention postoperatively. The diagnosis was confirmed by a healthcare professional. In addition, a biopsy/aspiration was performed on (B)(6) 2020. The reason for the biopsy/aspiration was not reported. However, follow-up is in still progress. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 15-feb-2022, mentor received additional information regarding the biopsy performed on (B)(6) 2020. The reason why the biopsy was performed on (B)(6) 2020 was due to left-sided breast mass. The left-sided rupture was caused by the biopsy procedure. The relevant field has been updated. Updated reason for device explant and/or reoperation: breast mass manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a (B)(6) breast implant and experienced left sided rupture and surgical intervention postoperatively. The diagnosis was confirmed by a healthcare professional. In addition, a biopsy/aspiration was performed on (B)(6) 2020. The reason for the biopsy/aspiration was not reported. However, follow-up is in still progress. At the time of this report, mentor has received no information regarding an expected explantation date.